Manufacturer narrative:
UDI: (B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that in the opinion of the physician, the shape of the df-1 plug accessory provided with the subject device could harm the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the opinion of the physician, the shape of the df-1 plug accessory provided with the subject device could harm the patient.